Event description:
A customer's meter is reading erratic. They stated that during a recent comparison their glucometer elite system gave a result of 172 mg/dl while their physician's meter (method unknown) gave a result of 278 mg/dl. The difference between these readings could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to customer that bayer does not provide or support the use of an off brand reagent.